Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab identified a hemostatic valve separation. It was initially reported by the customer that the dilator would not advance into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Additional information provided indicated the sheath appeared to be partially blocked as they could not get the needle into the dilator. The customer¿s reported issue of obstructed sheath was assessed as not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 3/23/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified the hemostatic valve is dislodged and the sheath is kinked. These findings were reviewed and assessed as not MDR reportable for the kink since the potential risk that it could cause or contribute to a serious injury or death is remote, however, the issue of the hemostatic valve separation (dislodged) is assessed as an MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. The device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the valve separation could be related to the procedure, however this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab identified a hemostatic valve separation. It was initially reported by the customer that the dilator would not advance into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The issue occurred at the start of the case; the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. Case was continued. There were no patient consequences. Additional information provided indicated the sheath appeared to be partially blocked as they could not get the needle into the dilator. Based on the information provided, the customer¿s reported issue of obstructed sheath was assessed as not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 3/23/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified the hemostatic valve is dislodged and the sheath is kinked. These findings were reviewed and assessed as not MDR reportable for the kink since the potential risk that it could cause or contribute to a serious injury or death is remote, however, the issue of the hemostatic valve separation (dislodged) is assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 3/23/2020 and reassessed this complaint as MDR reportable.